Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The leak was observed between "the connection point between the cassette¿s final line and the connection point of the bag". The extraneal bag was "intentionally disconnected by the patient from the cassette due to the leak". The event occurred during the last fill. There was no patient injury or medical intervention associated with this event. No additional information is available.